Manufacturer narrative:
A case of pt stated that she had bilateral sensitivity (new pain in both legs). Stated like that immediately post op was reported to abbott. The doctor removed the leads on day 1 of the trial. Rep was notified by the doctor, and he stated that the MRI reported no abnormalities. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted lead.

Manufacturer narrative:
E1 reporter phone number: (B)(6)

Event description:
It was reported on (B)(6) 2023 the patient experienced uncomfortable stimulation/new pain following a trial procedure. Diagnostic testing revealed there were high impedances on the lead. The lead was disconnected, wiped, reconnected to a new epg. However, high impedance remained, and the patient continued to experience uncomfortable stimulation. Reprogramming was unable to resolve the issue. In turn the lead was explanted to address the issue. MRI was performed and no abnormalities were reported.